Event description:
It was reported that the patient experienced elevated blood glucose levels. At 4:30pm the patient's blood glucose level was 380 mg/dl and the patient bolused 10 units of insulin. At 5:00pm the patient's blood glucose level was 400 mg/dl. The patient removed the infusion set and found that the cannula was bent. The patient alleges that the infusion device failed to provide an occlusion error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.